Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening or polyethylene wear; however, polyethylene wear after approximately 17 years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address femoral loosening and poly wear.